Manufacturer narrative:
(B)(4). The customer stated there are no strips left to return.

Event description:
The customer questioned inr results for 5 patients tested on 3 different coaguchek xs pro meters compared to the dade innovin laboratory method. Based on the data provided, the results for 1 patient were discrepant when tested on coaguchek xs pro meter serial number (B)(4) with strip lot 21674914 compared to the laboratory method and the results for 1 other patient were discrepant when tested on coaguchek xs pro meter serial number (B)(4) with strip lot 28632213 compared to the laboratory method. This medwatch will cover the patient tested on coaguchek xs pro meter serial number (B)(4) with strip lot 21674914. Refer to medwatch with patient identifier (B)(6) for information on the patient tested on coaguchek xs pro meter serial number (B)(4) with strip lot 28632213. The patient was initially tested on the meter and the result was 4.5 inr. Blood was drawn within 5 minutes and the result from the laboratory was 3.41 inr. The therapeutic range for the patient is 2.0 ¿ 3.0 inr. The patient did not receive any treatment. No adverse event occurred. The customer stated the facility does not take action based on results from the coaguchek xs pro meters. If the result on the meter is over 4 inr, they always perform a laboratory test and take action based on the laboratory result if necessary. Qc results were within the acceptable range. The patient is not being treated with hirudin. The patient does not have antiphospholipid antibodies. The customer wants to keep the meter. She thinks the high result was due to the patient's low hct. The test strips were requested for investigation, however the test strips have all been used up and will not be returned.

Manufacturer narrative:
The customer¿s meters were returned for investigation. The returned meters were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor 1: retention meter with master lot strips: 2.2 inr, customer meter (u76028582) with master lot strips:: 2.2 inr, customer meter (u76026610) with master lot strips: 2.2 inr. Donor 2: retention meter with master lot strips: 2.9 inr, customer meter (u76028582) with master lot strips: 2.9 inr, customer meter (u76026610) with master lot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.